Event description:
A customer reported an issue with the incorrect time displayed on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in updating the pump's time and advised them to monitor the situation and follow up if the time discrepancy recurs. The caller understood and acknowledged the guidance provided.